Manufacturer narrative:
(B)(4). Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for tray pack residue with the incident lot was observed. Additionally, evaluation of the customer samples was performed and tray pack residue was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that tray pack residue was found in the bd vacutainer® edta 2k tube's stopper well before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported that tray pack residue was occurring."